Event description:
It was reported that after the customer inserted into the sheath, customer pulled out the dilator, then the blood leakage was observed. No patient complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. The hemostasis type introducer was found to have a torn duckbill valve, and half of the valve is missing. The wiper gasket is also torn, allowing leakage with or without a catheter inserted.